Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-01493 and 1627487-2011-01494. The pt received her scs system, including two percutaneous leads (from two separate lots) and two anchors (from the same lot), on (B)(6) 2011. The pt's pain pattern is left thigh, low back and left lower extremity (hip to ankle). It was reported that the pt complained of generalized postsurgical pain and was seen by the physician on (B)(6) 2011. The pt reported stimulation in her stomach and ribs and overall ineffective stimulation coverage. An x-ray showed on one of the leads had migrated. The physician performed a revision procedure on (B)(6) 2011. He noted that the migrated lead's anchor was not locked. The physician locked the anchor, and intraoperative testing resulted in targeted pain coverage. F/u on the pt found that she reported effective stimulation, and no further pt complications were reported.